Event description:
Caller indicated the relion confirm meter is giving high readings. Customer stated she ate dinner then shortly after dinner, she tested around 5:54p on her confirm meter. She stated she received a reading of 490. She contacted the home nurse because she felt the reading was too high. She was having symptoms of a headache and felt sluggish. She was instructed by the nurse to go to the hospital because of the reading of 490. She did not treat herself at home with any medication. After she arrived at the hospital, they checked her blood glucose levels and received a reading of 121. They did not treat her with any medication. The customer feels the meter reads too high. She doesn't have any control solution. Verified the customer¿s testing technique and storage. She stores items in the original case, inside her bedroom and seals the bottle cap tightly immediately after removing a strip. She washes her hands with soap and water, sometimes uses alcohol and allows it to dry thoroughly. She changes her lancets every time she test and she doesn't have a problem getting a sample of blood. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.